Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion and one linear opening on the posterior. A leak test and microscopic analysis were performed which identified one linear smooth crease opening on the posterior. The fill test inspection was performed, and the results were determined to be that no blockage was found. Based on the device analysis the final assessment is one crease smooth opening on the posterior due to fold flaw opening. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.